Event description:
It was reported that patient underwent right total knee arthroplasty (B)(6), 2008 utilizing signature knee guides. As a result, the patient was too valgus and this was not recognized during the surgery. Patient was revised six (6) months later. No further details have been provided.

Manufacturer narrative:
A retrospective review of file was performed on august 31, 2010. During review, determination was made that details provided meet reporting requirements of a serious injury. Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guides. (B)(4).